Event description:
During the atrial fibrillation procedure, a gas leak was noted. The device was replaced and the procedure was completed with no adverse consequences to the patient.

Event description:
During device preparation for an ablation case of atrial fibrillation, an air leak was noted. The device was replaced and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
One 8.5f fast-cath introducer sheath was received for evaluation. The dilator was also received. Functional testing confirmed an air leak in the hemostasis valve. The cap was removed from the hemostasis hub and the hemostasis seal was microscopically inspected. Tearing, resulting in a hole, was noted on the distal face of the seal, at both ends of the seal slit. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the torn seal and subsequent leak remains unknown. Since the issue was noted during device preparation it does not meet the reporting criteria.